Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of attune primary. Reason for revision was tibia loosening. Replaced by sigma tc3. Both tibia and femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿revision of attune primary. Reason for revision was tibia loosening. Replaced by sigma tc3. Both tibia and femur. Primary op at another hospital¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fixation surface of the attune fb tib base sz 5 cem was covered with bone cement with signs of what appears to be bone ingrowth. However, with the available evidence the reported allegation of "loosing" was not able to be identified. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [150670005 / 3913709] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the attune fb tib base sz 5 cem would have not contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [150670005 / 3913709] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Device history review ==> a manufacturing record evaluation was performed for the finished device [150670005 / 3913709] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. H11 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 corrected: d4 (primary UDI #) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.